Event description:
It was reported that the patient presented for revision of the right atrial lead due high pacing impedance and capture threshold. The patient reported felt unwell due to intermittent pacing and loss of atrial-ventricular synchrony. Fluoroscopy revealed that the lead was fractured. The lead was capped and replaced on 19 sep 2022. The patient was in stable condition.